Event description:
It was reported the epg (external pulse generator) does not power up properly, and there is no setting adjustment (neither the rate or output can be adjusted). The epg was returned for repair. There was no patient involvement.

Event description:
It was reported the epg (external pulse generator) does not power up properly, and there is no setting adjustment (neither the rate or output can be adjusted). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator did not power up properly, which was attributed to battery depletion. Analysis also found that the upper case, lower case and the keyboard had writing on them, that the ring and side bail covers were contaminated and the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).